Event description:
It was reported that the patient presented in clinic for follow up after feeling unwell. Upon review, the atrial lead exhibited high capture threshold. X-ray imaging showed that the lead was dislodged. The patient presented to a scheduled lead revision. During the procedure, an attempt to re-position the atrial lead was made but the helix could not be unscrewed. The lead was not used, and a new lead was implanted. The patient was recovering.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture and failure to retract the helix. As received, a complete lead was returned with the helix extended and covered with blood / tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. The reported event of inadequate capture was not confirmed. Electrical testing was normal. Visual and x-ray inspection of the lead found no anomalies with the exception of procedural damage.